Manufacturer narrative:
Additional information was received that it was the patients preference to be explanted instead of revising the leads. The patient has recovered from the explant procedure and is doing well postoperatively. The returned lead (sc-2317-70, serial number:(B)(6) was analyzed and the reported observations of the product confirmed the complaint of high impedance anomaly and ineffective therapy. Visual and x-ray inspections of the lead found fractured cables at the clik x anchor site where no cables were exposed. The lead was fractured right after it exits the short end of the clik x anchor. The lead was cut into two pieces, which is a result of a typical explant procedure, and it is not considered a failure. When excessive mechanical/tensile force is exerted onto the lead, it would be kinked and fractured after it exits the clik anchor. Therefore, the probable cause is traced to component failure. The returned ipg (sc-1160, serial number: (B)(6) was analyzed and the reported observations with testing of the product is unable to confirm the complaint. Impedance measure by remote control revealed no anomalies. The device passed the functional test including the impedance measurement test. Therefore, the probable cause is no problem detected. The returned clik anchor (sc-4318, lot number: 21879879) was analyzed and the reported observations with testing of the product is unable to confirm the complaint. The clik-x reveals no anomalies. Therefore, the probable cause is no problem detected.

Event description:
It was reported that the patient experienced inadequate stimulation and high impedance. The patient had a reprogramming session, however, it did not resolve the issue. Instead of revising the lead, the patient then underwent an explant procedure to remove the entire system due to personal issues.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1160, serial/ lot: (B)(4), description: spectra wavewriter ipg kit. Model: sc-4318, serial/ lot: (B)(4), description: clik x anchor sterile kit.

Event description:
It was reported that the patient experienced inadequate stimulation and high impedance. The patient had a reprogramming session, however, it did not resolve the issue. Instead of revising the lead, the patient then underwent an explant procedure to remove the entire system due to personal preference. The patient was doing well postoperatively. The explanted devices are expected to be returned for analysis.